Event description:
Report received from the taiwan food and drug administration that stated the following: "there was black material in the circle of the cassette." No additional details were provided including pt info, event date, or initial reporter. Hospira's medical investigation is complete; however, if additional info is received a supplemental report will be submitted.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. Hospira has completed a formal investigation to address the issue of particulate in the cassette. Based on the investigation results, it was determined that the particulate could have entered the cassette during the manufacturing and or the assembly process of the cassette. (B)(4). Documentation received from the reporter indicated that info or reprocessing of the device was not provided. This report represents all the information known by the reporter upon query by hospira personnel.